Event description:
As reported by the edwards' affiliate in japan, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia (s3ur) valve, after inserting an esheath+ (esp) and crossing the native valve by a wire, safari wire could not be advanced to ventricular apex due to the aorta having an 84-degree horizontal angle. The safari wire was advanced to the ventricular apex by replacing catheter and wire while checking in trans thoracic echocardiography (tte), then crossed the native valve by a commander delivery system (ds) and deployed the valve with nominal volume. After the valve deployment, blood pressure (bp) recovered to 110 mmhg. The ds was withdrawn. When checking the pressure gradient after replacing the safari wire to a pigtail catheter, pericardial effusion was observed in echocardiography and fluoroscopy. Although pericardial fluid did not increase rapidly, left ventricular (lv) perforation was suspected. Therefore, initiation of general anesthesia, protamine administration and drainage were performed. The procedure was completed since further hemorrhage was not observed. Review of fluoroscopy image revealed that wire and pigtail catheter seemed to push ventricular apex before replacing to the safari wire and it was determined perforation occurred.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (horizontal aorta) and procedural factors (multiple catheter exchanges over wire), in addition to factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received during the complaint investigation indicates that the left ventricular perforation was thought to have occurred before inserting the commander delivery system into the patient, and it is considered that use of ew device did not cause or contribute to the patient injury. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the commander delivery system; therefore, this complaint is no longer considered to be a reportable event.